Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for degenerative disc disease. It was reported that the patient was having horrible pain at the pain implantable neurostimulator (ins) site for the last 2 days. It was very acute and the patient could not walk. The patient had not used the stimulator for a couple of years because their sciatic pain was not as severe and they were more focused on their parkinsons. No further complications were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member of a patient reporting that their device hadn't been used in a long time and the patient was ¿in a lot of pain¿. It was reported that the stimulator was not working well. The caller mentioned that they put an injection in them hoping it would help. They stated that due to the patient¿s age and their parkinson¿s, they didn't use the manufacturer equipment and they lost the control unit. It was reported that an ultrasound was done. The caller stated that the patient¿s healthcare provider (hcp) who did the injection for the patient requested that the caller get a manufacturer representative (rep) to coordinate a meeting with them at the hcp¿s office. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-apr-01 reporting that they did not have an ultrasound. It was reported that the event was due to "contact." There were no actions taken due to the patient having a lot going on with their parkinsons. No further complications were reported.